Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had pulled back and dislodged. The lead had high thresholds. The lead was revised and repositioned, remaining in use. No patient complications have been reported as a result of this event.